Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation; in good condition. Device was manufactured in 2018. Visual inspection found one of the lcd stand-offs to be broken off the lcd and the other standoff was missing. Functional testing: installed test l-70 disposable and powered on unit. Tested interlock alarm by pulling out the disposable. Pressed general alarm test switch. No audible or visual alarms were present during either check. Found circuit board to be faulty. This was most likely due to damage by improper handling. The damage could have occurred during transit or at customer site.

Event description:
It was reported during an inspection it was discovered that the device led's were not working. No patient injury was reported.